Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11036r68, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient presented to the office after a visit to immediate care with an acute onset of fever, nausea, vomiting, and generalized aches after waking up the morning of (B)(6) 2014. It was noted that there was an obvious infection at the incision site where the pain pump had recently been placed after examination. The infection was clinically diagnosed as acute cellulitis at the surgical site in the right lower back. The event was reportedly related to the procedure and with moderate severity as the even produced some impairment of functioning but was not believed to be hazardous to health. The patient was hospitalized and the device system was explanted and not replaced on (B)(6) 2014. The patient's outcome was described as resolved without sequelae on (B)(6) 2014 during the initial report. It was later reported that the clinical diagnosis was an abscess at the surgical site. It was later reported that the acute cellulitis resulted in serious deterioration in the health of the patient. The patient experienced prolonged hospitalization. The patient reportedly required intravenous ceftriaxone 1g/50ml. It was later reported that the abscess had not resulted in serious deterioration in the health of the patient. It was later reported that the patient's pump was intended to infuse dilaudid, bupivacaine, clonidine, droperidol, and fentanyl. The device was reportedly discarded after explant.